Manufacturer narrative:
A ge service rep performed an on site investigation. A pin on the lemo connector was found pushed in. The connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a generator failure at boot up. No patient injury was reported.